Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-00085. It was reported that the patient experienced a fall shortly after their stage 1 dbs implant. The patient suffered from a subdural hematoma with an associated stroke. The patient underwent an emergency craniotomy but was absent of brain function and is currently on life support.

Manufacturer narrative:
It was reported that the patient experienced a fall shortly after their stage 1 dbs implant. The patient suffered from a subdural hematoma with an associated stroke. The patient underwent an emergency craniotomy but was absent of brain function and is currently on life support. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.